Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that the infusion device does not properly deliver insulin and does not vibrate when a bolus is delivered. He has experienced elevated blood glucose of up to 25 mmol/l (450 mg/dl). His normal blood glucose level is 8 mmol/l (144 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.